Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient reported that the infusion set's tubing decoupled at the connector during the night. The issue occurred with multiple infusion sets. No further information was available.